Event description:
The customer contacted ortho clinical diagnostics to report a false negative reaction for the kell antigen with vs195 0.8% selectogen for gel in 2008. No discrepancies were reported with qc testing. No death or serious injury has been associated with this incident.